Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with episodes of non-sustained right ventricular oversensing recorded by the device. Further evaluation revealed that the episodes were caused by reproducible lead noise. No interventions were made, and the physician elected to continue to monitor. There were no patient symptoms reported.